Manufacturer narrative:
As reported, about 1 month post-implant of the bard/davol ventralight st mesh, the patient was diagnosed with seroma. No treatment was given and the outcome of the ae is unknown. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. Seroma formation is a known inherent risk of hernia repair surgery. The instructions-for-use supplied with the device lists seroma as a possible complication. This MDR represents the ae of seroma. Additional mdrs were submitted to represent aes of ecchymosis and adhesions. Not returned - remains implanted.

Event description:
Reported per clinical trial (B)(4): (B)(6) 2013 - subject patient underwent a primary open midline infra umbilical hernia repair procedure, during which a bard/davol ventralight st mesh was implanted using mechanical fixation and sutures. Full skin closure was achieved using staples. The subject patient was discharged from the hospital on (B)(6) 2013. (B)(6) 2013 - subject patient underwent physical exam and diagnosed with seroma. No treatment was provided. Per the study clinician, the reported adverse event has been assessed as moderate in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as unknown.